Manufacturer narrative:
No report of procedure delay or cancelation. The user facility could not confirm which of the two v-pro max sterilizers the reported event occurred on. The user facility stated that two of their employees were experiencing sore throats, headaches, and irritated eyes following the usage of the v-pro max sterilizers. A third employee experienced irritation to the hands following instrument pack handling. This occurred following a completed cycle when the instrument pack was removed from the sterilizer. A steris service technician arrived onsite and inspected both v-pro max units. The technician checked all chemical lines for residue and signs of leakage and connections to ensure all fittings were tight. The steris service technician ran test cycles and found both units to be working according to specifications. The v-pro max units are located in the same room. During the technician's inspection, he stated that the room did not have the proper air exchange as required in the v-pro max operator manual. The operator manual states (p. 3-2), "steris recommends (in accordance with aami st58, 2013) the room containing the sterilization unit has a ventilation system capable of an air exchange at least 10 times per hour." The technician stated that user facility is working on addressing this issue. The district service manager confirmed the third employee was not wearing the proper ppe while operating the v-pro max sterilizers. The steris operator manual states (pg. 1-2), "when handling hydrogen peroxide, wear appropriate ppe and observe all safety precautions." The manual also states (p.6-14) "ansi/aami st58, 2013, recommends using chemical - resistant gloves when using the sterilization unit." The sales manager performed in-service training for the user facility on proper ppe when using a v-pro max sterilizer. A device history record was reviewed for both sterilizers, which confirmed the sterilizers were manufactured in accordance with specifications and are under steris warranty agreement. No additional issues have been reported.

Event description:
The user facility reported that their employees were experiencing irritation/inhalation effects while using the v-pro max sterilizers.